Event description:
There was a report that the tandem mobi pump battery would not charge despite multiple attempts with different charging pads and cables. There was no adverse impact to the customer's blood glucose level. The customer was informed that a replacement pump with updated software would be sent, and training would be provided. They were advised to use mdi as backup therapy if needed and instructed on the steps for returning the faulty pump.